Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a coronary perforation occurred in the left anterior descending coronary artery. The graftmaster stent delivery system was inserted to treat the perforation, but it was unable to cross the vessel due to the patient anatomy. No other devices were able to cross the vessel. The perforation sealed on its own. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.